Event description:
It was reported that during atrial lead revision, neither the new lead or the old lead could be connected to the device. The device was explanted and replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of a connector anomaly was not reproduced in the laboratory. The device was tested on the bench and test leads were inserted and all set screws were properly tightened. The cause of the connector anomaly remains undetermined.